Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was not made available from the site. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Results of trouble-shooting resolved the reported concern. No further issues have been reported. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The symptoms suggest that the sharing service on the scanner had simply gotten into an unusable state, and had to be re-initialized. Per case summary, stopping and restarting the sharing service resolved the issue. Visualase software is functioning as designed.

Event description:
A medtronic representative reported that, while in a procedure, they ran the visualase configuration testing, they received an error on the samba (smb) directory test that said "unable to list directory. Check mount point of scanner ip address." In trouble-shooting, opened visualase data transfer, however, connection to scanner failed. From the scanner, the site turned off sharing, and re-set. Error message no longer present, issue resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)